Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, delivery accuracy was found to be within published specifications. There was no fault found with the device. The expulsor was trimmed as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, delivery accuracy was found to be within published specifications. There was no fault found with the device. The expulsor was trimmed as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: b5: updated with additional information.

Event description:
Additional information was received indicating that there was no patient involvement. The product problem was observed during testing.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was over infusing. There was no reported adverse event.